Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to right heart failure and withdrawal of care. The device operated as expected.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to withdrawal of care. The patient was hospice. The ventricular assist device (vad) was functioning as intended. The death was not device related. It was unsure what day the device was turned off. There was no autopsy performed. The vad was not intended to be returned to abbott. No further information was known or given.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome were unable to be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, right heart failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management,¿ (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The right heart failure did not exist pre-left ventricular assist device (lvad) implant. A device related issue was said to not have caused/contributed to the right heart failure. The patient was given IV bumex injections 3 times a week with furoscix between and po (oral) torsemide daily, activity intolerance, and wheelchair dependency.